Event description:
Same case as: 2134265-2015-00213, 2134265-2015-00290. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to perform automatic pullback. However, it was noted that the sled was unable to perform automatic pullback when the pullback button was pressed. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).